Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: after the balloon was infused with 25cc of air, it broke. A new instrument was used to complete the procedure. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B)(4)